Event description:
It was reported that the siderail could not remain latched due to a weld failure, sharp edges were exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: the customer has repaired his stretchers and re-welded the frame. Customer repaired.